Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was implanted with a persona knee system in (B)(6) 2013 and is scheduled for a revision surgery in (B)(6) 2014 for unk reasons.